Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified posterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was removed and replaced with a 1.5mm x 20mm x 142cm coyote es balloon catheter but it also ruptured on the first inflation. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and patient condition was good.